Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The generator is defective. The unit displays a red status on the axiem box, emitter and tool ports. An electrical failure was observed. The axiem was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. All ports are tracking normal. The unit was left connected to a test system for three and a half hours and no issues were detected, as tracking remained consistent on all ports. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a problem with the emitter and axiem box. No patient was present at the time of the event.